Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that insulin pump had blank display. The troubleshooting was performed for the blank display and the display returned. The customer was treated with the manual injection. The customer stated that self test was performed and it was passed. The insulin pump will not be returned for analysis.